Event description:
It was reported via ms&s "caller states she has a patient with a dual lumen powerpicc that was placed in the hospital on (B)(6) 2022. She does not have the product code. Caller states the patient has not had a home nurse care for it. Caller states she saw the patient on (B)(6) 2022 and this is the first time having the powerpicc flushed since being discharged from the hospital. Caller states the red lumen gave blood return and flushed with no problems. The purple lumen had no blood return and flushed with some resistance. Caller states she did not heparin lock either lumen. Caller states today, the purple lumen does not have blood return and does not flush, but the red lumen still flushed and has blood return. Caller has attempted repositioning the patient's arm. Caller asking if it is okay to use the red lumen even though the purple lumen is occluded. Caller states the powerpicc they normally use only require weekly flushing. Caller is asking for flushing recommendations. Ms&s discussed fibrin formation and likely cause of the occluded lumen. Suggested physician evaluation of powerpicc catheter. Suggested caller can attempt using cathflo/tpa per facility protocol. Informed caller we cannot recommend continuing to use a powerpicc with an occluded lumen. Informed caller for open ended powerpiccs, flush each lumen of the catheter with 10ml of saline every 12hours or after each use. Use a 10ml or larger syringe. In addition, lock each lumen of the catheter with heparin flush solution. Usually, 1ml per lumen is adequate. For our valve powerpicc solo, flush after every use, or at least once weekly when not in use. It should be flushed using 10ml of normal saline; the use of heparin flush solution to lock each lumen is optional."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.